Event description:
Customer reportedly tested 245 mg/dl on the advantage system and took her normal 5 units of lantus insulin. Ninety minutes later, the customer was driven to the hospital based on severe hypoglycemic symptoms. At the hospital, the customer tested 50 mg/dl and received a glucose IV. Requested return of suspect system and replacement was sent.